Manufacturer narrative:
Continued from concomitant medical product: electrosurgical generator - unknown make or model. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The user stated that three (3) devices from the same lot were involved, however only one device was received for evaluation. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the snare head not fully retracted inside the distal end of the sheath. The snare head was extended out from the distal end of the sheath 4 mm. The handle of the device was manipulated to advance the snare head and when the snare head was advanced outside the sheath the snare head was misshaped. The snare head did not form a uniform duck bill. When the snare head was advanced outside the sheath, the snare wire was bent below where the duck bill is normally formed. This created two (2) bends in the snare wire. One (1) that is made to create the duck bill shape, and one (1) that was bent during use; thus creating a misshaped snare head. The misshaped snare head contributed to the retraction difficulty that the user encountered. Further, when the snare head is being retracted into the sheath, the additional bend in the snare wire is preventing the snare head from fully retracting. An additional investigation was performed on the snare wire. When the snare head was being retracted, two (2) observations were made. The first observation was that when the snare head was retracted, the snare wires are twisted as they retracted into the sheath. It is unknown when the twisting of the wires occurred. The second observation was that during the retraction of the snare head, as it approached the distal end of the sheath, the snare head slightly flipped in the opposite direction. The sheath of the snare was disassembled from the handle to evaluate the formed snare wire. It was found during the evaluation of the snare wire cannula, the cannula that is soldered to the snare wire was not in the correct location. The position of this cannula could have contributed to the snare head becoming misshaped during use. The cannula on the complaint device was measured and does not meet requirements. All devices from work order (B)(4) have been distributed from cook warehouses. The device history record for the lot number said to be involved was reviewed. Investigation conclusion: the investigation determined that the device did not meet manufacturing specification. During the manufacturing process for the forming wire, the cannula was not placed at the correct location prior to being soldered to the forming wire. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy with polypectomy, the physician used three (3) cook acusnare polypectomy snares (asdb-25-015-s). The snares would open, but would not close all the way into the sheath [difficulty with retraction]. The snares became deformed and were not usable after that. A fourth asdb-25-015-s was opened and used to complete the procedure.